Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The obstruction of flow was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the device was used without verifying marker port patency. It should be noted that the prostyle instructions for use (IFU), state: ¿verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent.¿ the IFU violation did not contribute to the reported difficulties with the device. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the device was successfully flushed in device return, therefore, it is likely the difficulty is related to procedural circumstances, or vessel/tissue interfering with the access port. This occurs if anatomy moves with the applied pressure when inserting the device or simply if the device is not inserted deep enough. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the pre-close technique via a small-bore sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the device was not flushed prior to the procedure. When it was inserted in the vessel, no backflow was observed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - incorrect prep.